Event description:
It was reported that this pacemaker stored atrial tachy response (atr) episodes containing noise and farfield oversensing. Additionally, a lead safety switch (lss) was triggered due to low out-of-range pace impedance measurements less than 200 ohms. The health care professional (hcp) will review troubleshooting options and recommended programming considerations. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.